Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10k12092 and h10j21061) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous nurse report from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) old male patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering. It was not reported what action was taken with dianeal and extraneal therapies. The nurse reported that the peritonitis was unrelated to dianeal and extraneal therapies. This is report 2 of 5 involved in this peritonitis event.